Event description:
Received report that the autotransfuser port/tubing is disconnecting and leaking fluid unexpectedly. Wall suction - 20cmh20. Clamp or occlusion. The nurse is moving the drain off the end of the bed to take the pt for a cat scan and the ats line in the back simply falls off. The drain was swapped out right away. Blood did spill out onto the floor. About 8-10" in diameter before it was changed out. No pt adverse report.

Manufacturer narrative:
Upon receipt of the sample, and the completed investigation, a follow up report will be submitted. Recall initiated on 11/07/2013. Reference report number: 1219977-10/24/13-005-r.